Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they are having trouble with the implant that is surgically implanted in their back. Patient stated around (B)(6) 2024 they felt a terrible amount of burning heat that was coming from the implant and it lasted a couple of minutes and then stopped. Patient reported 2-3 months later they had sharp pains that lasted 30-40 seconds and then it would stop and start again and this went on for probably 2- 3 times before it stopped. Patient reported they have an itch at the implant site that is so bad they can hardly stand and they have to put something on the itch to stop the itching but the itch comes and goes. Patient stated the itch reminds him of shingles. Patient stated they saw manufacturer representative and hcp and rep did impedance check and everything looked good. Patient stated the hcp did not have anything to do with the implant. Agent asked patient if patient was able to charge their implant and patient said yes they are able to charge the ins and use the ins, but the itch comes and goes every day and if they are sitting on a chair that has pressure on that area of the back, it starts. Patient mentioned they were disabled and couldn't walk and the l4 was pancaked and it is pinching all the nerves to the left of the center where they put ins in. Patient said if they turn and take the pressure off the implant, they put pressure on l4 and the back pain gets really bad. Agent reviewed agent role. Agent offered physician listing and patient said he had a list already from his last call. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received, it was reported the patient had an appointment with their physician on (B)(6) 2025. The patient stated they had various exams from pain management. The patient reset the controller so they could not set it above 1. The patient always had it set at 5 to help reduce pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jan-30 the rep reported that as of january 30, 2025 the pt did not have any complaints of "burning".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025. The patient called back reporting they were still getting pain and a burning sensation on their back. The pt wanted the ins explanted because after meeting with the rep, it did not help. The pt stated they turned the ins off since it was hurting. Physician listings were sent to the pt per the pt's request. On 2025-jan-30, the rep reported the pt did not have any complaints of "burning".